Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/26/2020. H.6. Investigation: customer returned two (2) loose 0.5ml bd insulin syringes. Consumer reported when removing the shields, the needle hub stays within the shields and the needle shields are hard to remove. Both returned syringes were examined, and it was observed that both syringes exhibited a separated needle hub/shield assembly; no damage to the barrel tips was observed. Unable to perform a DHR review for needle hub separates and shield does not detach as intended due to unknown lot number. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that the bd ultra-fine needle hub separated from the bd veo¿ insulin syringe during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported finding when remove shields needle hub stays within the shield - these are not hard to remove shields. Consumer reported other syringes just hard to remove shields. She has husband remove them and then able to use those they are fine."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine needle hub separated from the bd veo¿ insulin syringe during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported finding when remove shields needle hub stays within the shield - these are not hard to remove shields consumer reported other syringes just hard to remove shields. She has husband remove them and then able to use those they are fine."